Event description:
In an attempt to place a b8040 into the right iliac artery, the dr took the device in a contralateral approach without predilating and without the benefit of a long sheath. As the dr was unable to get the device to cross the lesion/plaque, he attempted to retract the device back into the sheath. The stent caught on the sheath and dislodged. An attempt was made to snare the stent and remove it, however, the stent became further imbedded within the plaque. During the attempt to snare the stent, the snare broke. The angiogram showed no obstruction to flow so the dr went in and collapsed the stent to the artery wall. The stent was never deployed or inflated. This was the doctor's first use of an ave stent delivery system.